Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, low bg was due to the pump settings needing adjustment. Tandem technical support educated customer and advised them to consult with their healthcare provider regarding pump settings.